Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit would not give a reading while warming up the device during setup. They tried running through the pm steps, but the issue persisted. They swapped out the device for a known working one. The issue was discovered at setup. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/02/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, stating that the additional device information is not available.

Event description:
The biomedical engineer (bme) reported that the multigas unit would not give a reading while warming up the device during setup. The issue was discovered at setup.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit would not give a reading while warming up the device during setup. They tried running through the pm steps, but the issue persisted. They swapped out the device for a known working one. The issue was discovered at setup. Investigation summary: the reported device was sent in for evaluation and repair. During the evaluation, cosmetic damage was noted on the bottom of the device, and the water trap was missing. The total operating time of device was 5,690 hours. The reported issue of no readings could not be duplicated. Testing with a bsm (mu-631ra, sn: (B)(6) and visia2 diagnostics for approximately 100 hours resulted in stable operation. Pump flow was verified at 200 ml/min, and gas readings were within service manual specifications. The root cause could not be determined, as the reported issue could not be duplicated during evaluation. Nihon kohden will continue to monitor and trend similar complaints. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit would not give a reading while warming up the device during setup. The issue was discovered at setup.